Manufacturer narrative:
No sample returned for investigation. During review of the process, process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
Material#: 306616, lot#: 2188470. It was reported by the customer reported that needles will not allow vaccine to be pushed thru them. Verbatim: rcc received a complaint via email. Email(s) attached. Needles will not allow vaccine to be pushed thru them. 192-n251s. Product name: needle, sfty 192-n251s preventsg org 25gx1". Complaint number: (B)(4).

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "needles will not allow vaccine to be pushed thru them." 192-n251s product name: needle, sfty 192-n251s preventsg org 25gx1" complaint number: (B)(4).